Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the two (2) cortex screws did not hold onto the unknown screwdriver. There was a surgical delay of one (1) minute. Procedure was completed successfully. The patient was not harmed. Concomitant devices reported: unknown - screwdriver: (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: the device was received, the investigation is in progress and no conclusion could be drawn at the time of filing this report, as product is entering the complaint system. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis.

Event description:
1/28/2019: updated event description it was reported that on (B)(6) 2019, the two (2) cortex screws did not hold onto the unknown screwdriver. There was a surgical delay of one (1) minute. Procedure was completed successfully. The patient was not harmed. Concomitant devices reported: unknown - screwdriver: (part # unknown, lot # unknown, quantity 1) . This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was completed: the 1.5 mm cortex screw self-tapping with t4 stardrive recess 10 mm (part 02.214.110, lot unknown) was received with minimal signs of wear. The stardrive recess shows signs of being deformed. A functional test could not be performed since the screwdriver was not returned with the returned screws. The complaint was not able to be replicated. However, the complaint is confirmed for deformation to the stardrive recess which would cause issues when trying to pick the screw up with any screwdriver. Dimensional analysis was completed, the inner diameter of the stardrive recess did not meet the specification based on the drawing. The relevant drawing(s) was reviewed. The complaint condition is confirmed as the 1.5 mm cortex screw self-tapping was received with deformation to the stardrive recess. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.